Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the tip of the attachment device is blocked was confirmed. An assessment was performed on the device which found that the nose tube tip is damaged. It was further noted that the device failed cutter insertion and the cutter could not be fully inserted into the device. During repair it was observed that the back end gear and middle gear were corroded, and the bearings were broken. It was determined that the damaged nose tube tip and broken bearing was due to excessive force being applied to the device. It was further determined that the failed cutter insertion was caused by the bearings being worn out and loose-creating a situation where the cutter is not able to be inserted. The bearings are no longer in axial alignment and do not allow the cutter to pass through. The assignable root cause of this condition was determined to be due to user error. Also during repair it was also observed that the nose tube could not be disassembled due to corrosion inside the nose tube, and the middle and back-end gear were corroded. It was determined that the corroded nose tube and gears were due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a craniotomy surgical procedure it was observed that tip of the angle attachment device was bent and blocked; and that it would not accept the drill bit device. It was reported that there was a five minute delay in the procedure and an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.